Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm malfunction could not be evaluated as no used cartridges were returned with the device. Based on the analysis, the alleged altitude alarm malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Additionally, it was reported that a cartridge alarm (cartridge alarm 1 - no pressure change when expected) occurred. The customer's blood glucose level was 185 mg/dl. Reportedly, the customer changed the cartridge and resumed insulin delivery.